Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had intermittent button response due to corroded damage on keypad traces. The device was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. Pump received with cracked case at the display window corner,cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case and cracked display window. No damage noted on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was performed. The device was returned for analysis.